Manufacturer narrative:
Reporting address state: 09. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the power cord must be replaced because it does not meet the established values of electrical safety. It is unknown if there was patient involvement at the time the issue was discovered. Bench repair replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation is ongoing.

Manufacturer narrative:
Information on whether the device was in patient use at the time of the reported event was requested. Response was received indicating that this information is unknown. There was no report of patient or user harm. No additional information can be provided.

Manufacturer narrative:
The removed ac power cord was returned to the product investigation lab (pil). The pil technician installed the ac power cord into a pil ventilator to duplicate the reported issue. The tech verified through the use of a fluke multimeter and rigorous bending of the male end of the ac power cord, the female portion of the ac power cord and movement of the length of the power cord that no resistance issues were noted with the ac power cord. After the initial checking of the ac power cord with the fluke 87 multimeter the power cord was tested with an electrical safety analyzer. The resistance measurements of the ground conductor of the ac power cord are all within the allowable spec per the v60/v60 plus ventilator service manual. The tech verified that the ac power cord passes all current leakage testing as well. The analysis of the ac power cord under the accusation of does not pass electrical tests has resulted in a no problem found.